Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a microcentrifuge vial in liquid with moisture and residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. In s second surgery the lens was repositioned, and the lens was noted to have rotated again. In a third surgery the lens was exchanged intraoperatively for a longer length lens. The issue was resolved.